Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 600mg/dl with no reported signs or symptoms of hyperglycemia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. The reporter noted that the patient had experienced a change in nutrition and significant weight change without adjustments to insulin regimen. The patient was referred to their healthcare provider for diabetes management. During troubleshooting, it was noted that a bolus type had been incorrectly programmed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.